Event description:
The customer reported that erroneous sodium, potassium and chloride results were generated from an olympus au400 clinical chemistry analyzer for multiple patients across two days. This report represents the erroneously low sodium, potassium and chloride results generated from an olympus au400 clinical chemistry analyzer for one patient on (B)(6) 2011. All of the erroneous results were caused by the same instrument issue. Upon repeat, the patient's sodium, potassium and chloride repeat results were higher and considered valid. Correct reports were issued. The initial, erroneous results were reported outside the laboratory however there was no death, serious injury or modification to patient treatment associated with this event. The sample was a clear, unclotted, heparinized plasma sample in a gel separator tube. There were no visible abnormalities with the sample. Beckman coulter inc. Assessment of instrument/chemistry performance data indicated that chemistry assay quality control results met customer specifications during the timeframe of the event. Ion-selective electrode calibration results also met specification. Instrument maintenance was current at the time of the event.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011, for this event. The field service engineer (fse) identified that the ion-selective electrode alignments needed to be adjusted. Alignments were off so mixer and j nozzles were not performing to specification. The necessary adjustments were made. A subsequent instrument chemistry calibration yielded acceptable results. Upon completion of the necessary and verified repairs, the instrument was returned back into operation. Associated mdrs: 2050012-2012-00086, 2050012-2012-00090.